Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged resulting in difficulties charging the pump; customer must manually adjust the cable port in order to charge. Additionally, it was reported that the pump battery was depleting quickly, the touch screen was unresponsive and not illuminating fully, the wake button was unresponsive, and that cartridges "stick" on the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.